Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. Inspection of the equipment noted soda lime particles on the canister cover, affecting the closing of the cover. It was additionally noted that the rebreathing bag was torn. The canister was cleaned and the bag was replaced.

Event description:
The hospital reported the unit failed the preoperative leak test. There was no report of patient involvement.